Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. According to the physician, no known patient manipulation or trauma occurred to the device site that may have contributed to the reported event. The patient's device was replaced. The explanted devices have been returned to the MFR for product analysis. Product analysis is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.